Event description:
This event was created from a journal article in the annals of vascular surgery, titled aortic neck dilation after endovascular abdominal aortic aneurysm repair: should oversizing be blamed? Ann vasc surg 2006; 20: 338-345, which was received on june 10, 2009. Article citation: sergio m. Sampaio, md, jean m. Panneton, md, geza mozes, md, phd, james c. Andrews, md, audra a. Noel, md, manju kalra, mb, bs, thomas c. Bower, md, kenneth j. Cherry, md, timothy m. Sullivan, md, and peter gloviczki, md, rochester, minnesota. Thirty two out of 144 patients were implanted with ancure endograft. The other 112 patients with another manufacturer's graft. Six total patients had type I endoleaks and an unidentified number of patients had migration. Clinical observations: type one endoleaks and graft migration requiring surgical intervention.

Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.